Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a pump stop. The pump had ingested suture material. The pump was explanted and the patient survived.

Manufacturer narrative:
The investigation for the pump stop has been completed. No product was returned for evaluation. Data logs were reviewed and real time (rt) log at time of pump stop showed loss of motor current pulsatility and pump flow prior to pump stop alarms occurring. Pump was attempted to be restarted multiple times with immediate pump stops each time. Clinical details noted that the when patient was being move to bed, a "impella stopped - high motor current" alarm was triggered. Additionally, when pump was explanted, suture material was present around the impeller. The cause of the pump stop could not be definitively determined as no product was returned for analysis.